Event description:
Patient spontaneously reported that during her cuvitru dose of 20gm assembly 01/21, the medication had loaded into the 60ml syringe (containing contents of 8gm and 4gm dose vials) ¿busted" and then leaked when she tried to push the medication in the 50ml syringe during priming. Patient stated the medication leaked everywhere and because of risk of contamination. Pt stated she did want to use the little that is left for infusion. Pt has more doses on hand and no missed doses happened. Per the notes, there were no missed doses. Nothing has been replaced yet. (B)(6) is working on it. Reported to (B)(6) by: patients/caregiver. Dose or amount: 20gm, frequency: every week, route: subcutaneously. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: hypogammaglobulinemia.